Manufacturer narrative:
1038671-2024-00865 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00865 . The reason for the revision reported cannot be confirmed from the information provided but may be due to prosthesis wear, instability, infection and/or related to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and infection could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty first revision, and then experienced second revision surgical procedure approximately 33 months after first revision surgery. No images were provided. The patient experienced pain, swelling/edema, unspecified infection, and joint laxity. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.